Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the saline bag was leaking. The staff replaced the saline bag but fluid leak continued. It appears there might have been a crack in the solex 7 catheter (lot #unknown) where it had been kinked. The thermogard ivtm system continuously alarmed during the event. No consequences or impact to patient. The solex 7 catheter was submitted under MFR 3010617000-2020-00142.